Event description:
Pump was operating normally for 36 minutes after the last user interaction, when its programmed infusion completed and it reverted to kvo rate. Two seconds after beginning kvo, an internal error occurred and the pump stopped, giving an audible alarm.the alarm went unnoticed for 14 minutes, until the patient's physiological monitor alarmed for a decrease in blood pressure. The infusion was then switched to another pump, and the patient's condition was restored.later inspection found that the pump's alarm volume was set to its minimum value (set at '1' on a scale of '10'). We have told the manufacturer before that alarm volume, which was specified as a default value in our initial configuration settings, is not actually a default. The pump's alarm volume is retained from the previous user's setting. We think this value should reset and default to at least a setting '5' when the pump is turned on, regardless of previous settings.the pump was shipped to the manufacturer for testing and repair of the internal failure.manufacturer has admitted that the described "default" settings are just initial configuration. No comment re: possibility of making alarm volume a power-on default to mid-range.